Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding, blood clots") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vision blurred ("vision blurry"), headache ("headaches") and memory impairment ("forgetfulness"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypoaesthesia, paraesthesia, vision blurred, headache and memory impairment outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, hypoaesthesia, paraesthesia, vision blurred, headache and memory impairment to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain (interpreted as pelvic pain) and heavy bleeding with blood clots. Hysterectomy was performed to remove micro-inserts 10 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('the portion of right fallopian tube has embedded wound metal coils') and uterine perforation ('uterine perforation by essure contraceptive device/migration or perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos, pelvic adhesions, cystoscopy, grand multiparity, chromopertubation and silicon granuloma. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, blood clots"), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vision blurred ("vision blurry"), headache ("headaches"), memory impairment ("forgetfulness") and abdominal pain ("cramping"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2016 and laparoscopic assisted vaginal hysterectomy (lavh)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, uterine perforation, hypoaesthesia, paraesthesia, vision blurred, headache, memory impairment and abdominal pain outcome was unknown. The reporter considered abdominal pain, embedded device, genital haemorrhage, headache, hypoaesthesia, memory impairment, paraesthesia, pelvic pain, uterine perforation and vision blurred to be related to essure (ess205). The reporter commented: upon completing removal of essure placement system the number of loop were counted and were found to be 6-7 with satisfactory placement of the essure tubal occlusion device. Discrepancy noted: essure removal date as per mr is (B)(6) 2007. Lot no. Received , but not readable. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received: event :migration or perforation were updated to portion of right fallopian tube has embedded wound metal coils and uterine perforation by essure contraceptive device added . Reporter, lot number expiration date, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('the portion of right fallopian tube has embedded wound metal coils') and uterine perforation ('uterine perforation by essure contraceptive device/migration or perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos, pelvic adhesions, cystoscopy, grand multiparity, chromopertubation and silicon granuloma. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, blood clots"), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vision blurred ("vision blurry"), headache ("headaches"), memory impairment ("forgetfulness") and abdominal pain ("cramping"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2016 and laparoscopic assisted vaginal hysterectomy (lavh)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, uterine perforation, hypoaesthesia, paraesthesia, vision blurred, headache, memory impairment and abdominal pain outcome was unknown. The reporter considered abdominal pain, embedded device, genital haemorrhage, headache, hypoaesthesia, memory impairment, paraesthesia, pelvic pain, uterine perforation and vision blurred to be related to essure (ess205). The reporter commented: upon completing removal of essure placement system the number of loop were counted and were found to be 6-7 with satisfactory placement of the essure tubal occlusion device. Discrepancy noted: essure removal date as per mr is (B)(6) 2007. Lot no. Received ,but not readable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding, blood clots') and perforation ('migration or perforation') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vision blurred ("vision blurry"), headache ("headaches"), memory impairment ("forgetfulness"), abdominal pain ("cramping"), perforation (seriousness criterion medically significant) and device dislocation ("migration or perforation"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, paraesthesia, vision blurred, headache, memory impairment, abdominal pain, perforation and device dislocation outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, headache, hypoaesthesia, memory impairment, paraesthesia, pelvic pain, perforation and vision blurred to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: new events migration and perforation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain (interpreted as pelvic pain) and heavy bleeding with blood clots. Hysterectomy was performed to remove micro-inserts 10 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.